Manufacturer narrative:
Due character limit e1, event site name- (B)(6). Supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during use cardiosave intra aortic balloon pump(iabp), suddenly failed to pump. There was no harm or injury reported.

Manufacturer narrative:
The ECG signal was normal, the blood pressure monitoring was normal, and the full automatic mode was used. Since the patient was under the full care of medical staff, the fault was discovered in time. The user immediately turned off the device and then restarted it. The device automatically inflated normally, pumped normally, and monitored normally. After the device restarted, it worked normally. As of today, the user has been using it and no failure has occurred again, so no on-site repair was performed and no repair service report was made.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had failed to pump and there was no alarm prompt or alarm sound. No adverse event reported. The ECG signal was normal, the blood pressure monitoring was normal, and the full automatic mode was used.